Manufacturer narrative:
(B)(4). Investigation results: returned for evaluation was a 40cc 8.0fr iab. The bladder was unwrapped and the one-way valve was tethered to the short driveline tubing. No blood was noted within the iab. No abnormalities were noted with the central lumen. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The iab was submerged in water and leak tested. The iab passed. No holes or leaks were detected in the bladder membrane, catheter body, or bifurcate. The iab was connected to an iabp with lab inventory driveline tubing. The iab was inserted into the "t" tube and 75mmhg backpressure was applied. The iab was pumped for a minimum of 5 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. Conclusion: the reported complaint of the one-way valve not working is not confirmed. The iab passed functional testing. The cause of the original complaint is undetermined.

Event description:
It was reported that the event involved a patient 167cm in height. While in the (ICU)intensive care unit the (iab) intra-aortic balloon was prepped and inserted via the patient's right femoral artery. After insertion the patient was x-rayed and the tip was properly positioned. There was an auto fill failure on the pump; one way valve not working. As a result the iab was removed and replaced using the same insertion site and guide wire. There was no reported patient death, injury or complications. There was no delay or interruption in therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event involved a patient 167cm in height. . While in the (ICU) intensive care unit the (iab) intra-aortic balloon was prepped and inserted via the patient's right femoral artery. After insertion the patient was x-rayed and the tip was properly positioned. There was an auto fill failure on the pump; one way valve not working. As a result the iab was removed and replaced using the same insertion site and guide wire. There was no reported patient death, injury or complications. There was no delay or interruption in therapy.